Event description:
Upon placing the introducer sheath into the rhv; the sheath split. When attempting to advance the deltapaq platinum microcoil 2.5 mm x 2 cm (dfs10025220/f48612); the physician felt resistance. The physician pulled the wire back and noted no coil at the end of the wire. The physician pulled out the microcatheter (details unknown) but no coil was found in the microcatheter or the rhv.

Manufacturer narrative:
Upon placing the introducer sheath into the rhv; the sheath split. When attempting to advance the deltapaq platinum microcoil 2.5 mm x 2 cm (dfs10025220/f48612); the physician felt resistance. The physician pulled the wire back and noted no coil at the end of the wire. The physician pulled out the microcatheter (details unknown) but no coil was found in the microcatheter or the rhv. The root cause of the resistance encountered during coil advancement cannot be determined. The distal section of the device positioning unit (dpu) along with the attached coil was severed and not returned. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting.